Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the patient is having implant site pain, and wants the device out. The patient has been scheduled to have the ins removed on (B)(6) 2022.